Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device of this incident, it was determined that the pyxis screen was completely black. A field service engineer (fse) found that full height main drawer 6 was not detected on the bus due to a defective pyxibus module controller board and drawer controller. Both components were replaced, configured, and validated using hardware test application (hta) diagnostics, which showed no issues. During testing, auxiliary drawers 6 and 7 failed. A fse powered off the station, reseated all cables including the pyxis cable, and rebooted the unit. Post-repair hta testing confirmed normal operation, and the customer verified that the issue was resolved. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed and the screen was completely black and the station was nonfunctional. Troubleshooting was performed, and the affected drawer was identified as main drawer 6. Using the keys, the drawer was isolated and unplugged, which allowed access to the pyxis station and restored functionality to the remaining drawers. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.